Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00089. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, a black debris was visualized in the airway post ebus (endobronchial ultrasound) biopsies that was performed with another videoscope. It was unknown if the black speck was a result of the biopsies or from the subject bronchovideoscope. Additional information was requested for further clarification. There were no reports of patient harm.